Event description:
It was reported to medtronic neurosurgery through a user facility medwatch, report number unk, that during a lumbar drain placement, resistance was met. The needle was then pulled out and the provider proceeded to slowly pull back on the catheter. Because no cerebrospinal fluid was obtained, the decision was made to completely pull out the catheter and restart the process. At this point, it was noted that the distal end of the catheter was fractured. The tip was reportedly retained.

Manufacturer narrative:
The device was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies.